Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there were five arc marks on the case near the df negative lead barrel port. The interrogated monitoring voltage is 2.59v. The battery status is end of life (eol). Eol was declared after the device explant. Manual electrical measurements noted normal sensing and pacemaker functions. The shock output was only the first phase. The device is programmed biphasic. A 2 joule, initial polarity shock was delivered into an open lead. The device reported an open lead condition. Then a 2 joule, reversed polarity shock was delivered into an open lead. The device reported a shorted lead condition. Analysis determined that the cause of the low shock impedance and decreased output energy was the lead shorting to the case.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited a low shocking impedance measurement while attempting to deliver a shock, as well as a low pacing impedance. The lead was also exhibiting noise, which resulted in a shock. As a result the lead and device were explanted and a new system was successfully placed on the patients right side. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.